Manufacturer narrative:
The device has been returned. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the results become available. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
As reported, after insertion in patient, the swan-ganz pacing catheter did not pace. Although the pacemaker and cable were replaced, the problem was not solved. When the catheter was replaced, the problem was solved. There was no allegation of patient injury. The device will be available for product evaluation.

Manufacturer narrative:
One bipolar pacing catheter with attached monoject 1.3 cc limited volume syringe was returned for evaluation. The customer report of pacing issue was confirmed. Continuity testing found that the proximal circuits had an intermittent condition when flexing the tip area of the catheter. Distal circuit was continuous and no short condition was observed between the proximal and distal lead wires. A cut down of the catheter body was performed just proximal side of the proximal electrode to expose the pacing lead wires. Proximal lead wire was found insulation of leadwire was partially missing at around 3.5 cm proximal from catheter tip. Continuity testing confirmed an intermittent condition of the proximal circuits around catheter tip. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. No visible damage was observed from the windings, balloon, catheter body, or returned syringe. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. The product evaluation was unable to confirm a manfucaturing defect. Therefore, a root cause could not be determined. In addition, the failure occurred right after the insertion of the catheter into the patient. The affected work order and the manufacturing process were verified, and no deficiencies were found that indicates deficiencies on the work order documentation or that the manufacturing procedures were not followed by the manufacturing personnel. As part of the manufacturing process 100% of the units undergo electrical continuity testing. A device history record review was completed and documented that device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.